Event description:
Healthcare professional reported device was "opened & discarded/destroyed" for ¿propelled the implant through the keller funnel and could not get implant through. The implant delaminated from the shell causing it to hang up in the funnel.¿ device was not implanted and discarded after surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported device was "opened & discarded/destroyed" for ¿propelled the implant through the keller funnel and could not get implant through. The implant delaminated from the shell causing it to hang up in the funnel.¿ device was not implanted and discarded after surgery.